Event description:
It was reported that during a routine device changeout, the pulse generator stopped pacing after being exposed to electrocautery. Cardiopulmonary resuscitation was performed. The device was explanted and replaced. Nor further patient complications were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Final analysis found the device exposed to electrocautery during the explant procedure, which could have contributed to the reported loss of pacing or temporary inhibition of pacing output settings.